Manufacturer narrative:
Only the month ((B)(6)) and year (2020) of the event date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that during the use of the cadd cassette reservoir, the operator noticed air bubbles in the medication bag. The pump also produced an "air in-line detected" alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other text: three pictures and one unit were returned for evaluation. The unit was filled, primed, and connected without difficulty. The pump was set running and all alarms were tested. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.